Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer delivered a bolus and successfully resumed insulin therapy. Reportedly the customer is using u-200 insulin. Tandem clinical support informed customer that using u-200 insulin, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.